Event description:
It was reported that within a few weeks of implant there were two dislodgements of the rv (right ventricular) lead, with high outputs noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4592-45 lead implanted: (B)(6) 2014. (B)(4).